Event description:
It was reported that the right ventricular lead showed a rise in impedance, increased capture threshold, and a polarity switch from bipolar to unipolar. There was high impedance in unipolar, which was higher than the impedance in bipolar. An attempt was made to reprogram the lead back to bipolar, but it would not switch back and the polarity was left in unipolar. The potential of a lead fracture was discussed, but no further action was taken. The lead remains in use with continued observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.